Event description:
Incorrect joint behavior. User fell on (B)(6) 2025 in the care home with service joint after it went into safety mode. Joint is regularly loaded by the care staff because the user has dementia. Fall! User fell in the care home with the service joint after it went into safety mode. On (B)(6) 2025. During the fall, the user rammed the side of the eyeglass frame into the eyebrow area, was taken to hospital by emergency doctor, wound had to be stitched up. Further information requested: as discussed, it would be important to obtain information on the following details, if possible: - what time the fall happened. - in which situation the fall happened. Feedback received on (B)(6) 2025: hello mr. (B)(6), I only know that he did not show up for dinner. The care staff then found him lying on the floor in his room, bleeding. I don't know why he fell and he doesn't even remember that he fell at all. Unfortunately, I can't say any more about it.

Event description:
Incorrect joint behavior. User fell on (B)(6) 2025 in nursing home with service joint after it went into safety mode. Joint is regularly loaded by nursing staff as user has dementia. Fall! User fell in the nursing home with the service joint after it went into safety mode. On (B)(6) 2025 during the fall, the user rammed the side of the eyeglass frame into the eyebrow area, was taken to hospital by emergency doctor, wound had to be stitched up.